Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
The device has been returned for analysis.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. It was reported that the patient was around a external motor at the time of feeling dizzy, faint and experiencing syncope. Technical services (ts) reviewed the electrograms and determined that it was likely external magnetic interference (emi) and the device was sensing some of this electrical activity. It was determined that the noise was oversensed resulting in about 2 seconds of asystole, which could account for the reported patient symptoms. Additionally, it was reported that the patient also had a history of atrial noise, the patient has a competitor's right atrial (ra) lead. Ts discussed troubleshooting and bringing in the patient for evaluation. Additional information indicates that the patient was evaluated in the clinic and the device was performing normally. Isometrics were performed and no noise was able to be duplicated. The physician ordered a 30 day event monitor for the patient and continued normal follow-ups for the patient's device.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.